Event description:
On (B)(6), 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that she had trouble removing the test strips from the vial of 50 counts. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed she started having the issue on (B)(6), 2013. She managed her diabetes with more food/drink on the day the issue began. She subsequently developed symptoms of ¿sweaty and shaky¿ and took self treatment with glucose tablets and food. This complaint is being reported because the patient claimed she had symptoms suggestive of hypoglycemia while she managed her diabetes with the lfs product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.